Event description:
It was reported that the insulin pump alarmed of no power. It was also reported that the batteries were depleting every two days. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a back up plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube. No further testing could be performed due to the blank display.